Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "I/a tip may have a burr" (device issue). The nurse reported during a single day of cases, three posterior capsule tears occurred. The facility staff isolated a single tray that was used during these cases. The surgeon indicated that the I/a tip may have a burr. Additional information received from the nurse stated that the tear was a perfect circle. No chamber collapse during I/a noted. No anterior vitrectomy was performed. The iol was implanted. The nurse stated they use third party phaco tips. The nurse stated there was no patient injury. This report is for one patient; for additional patients see mfg. Report #'s: 2028159-2010-00618, 2028159-2010-00619.

Manufacturer narrative:
The sample was returned for in-house evaluation. A visual inspection at 20x magnification revealed the I/a tip is visually acceptable. No burrs were observed. The device history record for the lot was reviewed. The lot was released based on alcon's acceptance criteria. The lot was released in january 2010. All handpiece tips are 100% visually inspected and tested for good flow at the end of the manufacturing process by trained operators. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4). (B) (4). (B) (4).